Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient was presented with micro striae on the right eye (od) at 1 day post op. The clinic reported visual acuity (va) was good. At one week post op, the striae was still present and a found mild epithelium ingrowth on od. A flap lift was performed to remove the epithelium ingrowth and the flap was smoothed in the od. At 2nd week post op, the patient¿s visual acuity sands correction (vasc) was 20/20 on both eyes.